Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) and (B)(4) have been completed. The reported problem (constant gong alarms/cannot complete baseline) was confirmed. Upon evaluation of belt sn (B)(4) (original belt), there was an open pulse wire in the cable connecting the dn and front te, between ECG electrode a and the front te. Upon evaluation of belt sn (B)(4) (replacement belt), there was a severed lead 1+ wire inside the cable connecting the distribution node (dn) and fron therapy electrode (te). The cause of the constant gong alarms and inability to complete a baseline is the damaged wires. The root cause of the damaged wires is excessive force placed on the cables. No adverse event resulted from the damaged electrode belts.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms. A distributor representative visited the patient to replace the electrode belt and reported that the replacement electrode belt was also producing constant gong alarms and would not complete a baseline ECG recording.